Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pre-existing significant pe, if there was it was a trace pe. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal kit through a watchman trusteer access system (was) which was then advanced to the left atrium. The physician cannulated the laa with a 6f pigtail catheter and performed an appendogram where the boston scientific (bsc) rep drew the outline on the fluoroscopy screen. A 31mm watchman flx pro closure device and delivery system (wds) was introduced into the was up to the laa. The physician decided to flex the was a little to get more posterior where the physician believed the depth to be based on the fluoroscopy image. The bsc rep instructed the physician to wait and look at tee and move the was more anterior into a different laa lobe. The physician then felt stuck on a bifurcated lobe and decided to advance both the wds and was without a fully formed flex ball. The was jumped forward on fluoroscopy but it was hard to fully visualize the location on tee. The physician then deployed the wds using fluoroscopy only. The wds fully opened very distal to where the ostium was marked on the fluoroscopy screen. The tee imager then looked for the wds and it was noticed in a very distal part of the posterior aspect of the laa. The bsc rep then instructed the physician immediately to fully recapture the wds and look at tee to re-deploy the wds in the mid/anterior side of the laa instead. The physician deployed the wds at the ostium and began to evaluate the position. The tee imager checked for an pe and a very large pe was noted along the left ventricle, with the right atrium collapsing next and advancing around the entire heart. The wds subjectively met release criteria, and in order to save time and reverse heparin immediately the physician released the closure device and it was in a stable position at the ostium. The anesthesiologist then gave medications to bring up the patient's bradycardia and hypotension, as blood pressure was 45/20mmhg. The physician immediately began to gain pericardial sub xyphoid access with a needle and wire, yet had difficulty, so another physician was called to assist with the pericardial access which they achieved successfully a minute later. The anesthesiologist monitored the tee the entire time and after reversing heparin and deployment of the closure device, the pe was noted to not be growing anymore. Due to hypotension, while the physicians were attempting pericardial access, the nurse performed 20 seconds of cardiopulmonary resuscitation (CPR) to assist with blood pressure. The physician then withdrew bright red blood out of the pericardial space for a few minutes until they decided the space was at a more stable volume. The closure device position was re-assessed this time by getting full measurements and noticed the closure device may have come a few millimeters proximal after CPR. The closure device was still in a stable acceptable position and release criteria was met with adequate compression. After the physician was done withdrawing blood from the space, 20 minutes was taken to evaluate the pe and vitals to make sure the patient was stable. Patient remained stable, all access points were closed, and the patient was sent to the intensive care unit (ICU) for recovery post extubating. The patient woke up normally in the ICU with the only complaint being some chest pain. The patient will be monitored overnight, is expected to fully recover, and will be discharged the following day post index procedure.

Manufacturer narrative:
Media from the clinical procedure was provided to boston scientific (bsc) and reviewed by members of the bsc training team, medical safety, physician training, and clinical specialists. The media review report concluded: insufficient imaging to draw conclusion. Can confirm pericardial effusion. Likely perforated due to distal position on initial deployment of the watchman flx pro closure device. H6: code added: analysis of data provided by user/third party.

Event description:
It was reported that pericardial effusion (pe), cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was no pre-existing significant pe, if there was it was a trace pe. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal kit through a watchman trusteer access system (was) which was then advanced to the left atrium. The physician cannulated the laa with a 6f pigtail catheter and performed an appendogram where the boston scientific (bsc) rep drew the outline on the fluoroscopy screen. A 31mm watchman flx pro closure device and delivery system (wds) was introduced into the was up to the laa. The physician decided to flex the was a little to get more posterior where the physician believed the depth to be based on the fluoroscopy image. The bsc rep instructed the physician to wait and look at tee and move the was more anterior into a different laa lobe. The physician then felt stuck on a bifurcated lobe and decided to advance both the wds and was without a fully formed flex ball. The was jumped forward on fluoroscopy but it was hard to fully visualize the location on tee. The physician then deployed the wds using fluoroscopy only. The wds fully opened very distal to where the ostium was marked on the fluoroscopy screen. The tee imager then looked for the wds and it was noticed in a very distal part of the posterior aspect of the laa. The bsc rep then instructed the physician immediately to fully recapture the wds and look at tee to re-deploy the wds in the mid/anterior side of the laa instead. The physician deployed the wds at the ostium and began to evaluate the position. The tee imager checked for an pe and a very large pe was noted along the left ventricle, with the right atrium collapsing next and advancing around the entire heart. The wds subjectively met release criteria, and in order to save time and reverse heparin immediately the physician released the closure device and it was in a stable position at the ostium. The anesthesiologist then gave medications to bring up the patient's bradycardia and hypotension, as blood pressure was 45/20mmhg. The physician immediately began to gain pericardial sub xyphoid access with a needle and wire, yet had difficulty, so another physician was called to assist with the pericardial access which they achieved successfully a minute later. The anesthesiologist monitored the tee the entire time and after reversing heparin and deployment of the closure device, the pe was noted to not be growing anymore. Due to hypotension, while the physicians were attempting pericardial access, the nurse performed 20 seconds of cardiopulmonary resuscitation (CPR) to assist with blood pressure. The physician then withdrew bright red blood out of the pericardial space for a few minutes until they decided the space was at a more stable volume. The closure device position was re-assessed this time by getting full measurements and noticed the closure device may have come a few millimeters proximal after CPR. The closure device was still in a stable acceptable position and release criteria was met with adequate compression. After the physician was done withdrawing blood from the space, 20 minutes was taken to evaluate the pe and vitals to make sure the patient was stable. Patient remained stable, all access points were closed, and the patient was sent to the intensive care unit (ICU) for recovery post extubating. The patient woke up normally in the ICU with the only complaint being some chest pain. The patient will be monitored overnight, is expected to fully recover, and will be discharged the following day post index procedure.